Event description:
Approximately two months have having original orthoglide surgery revised, the device dislocated while the patient was sleeping. The implanting surgeon was out of town and another surgeon converted the patient to a total knee replacement.

Manufacturer narrative:
The first dislocation was not reported to the FDA, since it was believed that since the rate of dislocation was well below that of a predcate device (sisto). Subsequent review indicated that the company should file an MDR. This was in process when the second dislocation occurred in this same pt. Pt had been doing well at three month eval. Pt reported he had been lying in bed, and turned while his lower leg was wrapped in the covers. The movement he described mimicked the same maneuver that is used to insert the orthoglide. The device had been in place for over 6 months. Pt elected to have the orthoglide replaced with another, and surgeon put in a longer and thicker device. On post-operative office visits the pt reported he was doing well. Device model and catalog number: 9063-r503. Lot #: 06020706. Implanted in: 2006. Explanted in: 2007. Manufactured on: 02/2006. Expiration date: 02/29/2008.